Event description:
Report of "free flow" of nitrogycerine received. The pump was being set up in the emergency department to administer a nitroglycerine infusion at 3ml/hr. At initial setup, a nurse immediately noted a fast flow of fluid in the drip chamber. She stopped the flow, turned the device off/on, reset it for 3ml/hr and restarted the infusion. The same scenario occurred. The device did not alarm, but he nurse reported she immediately intervened and may not have given the pump time to alarm. The patient experienced a drop in blood pressure from a baseline of 120-140/70 to 66/30. She was placed in the trendelenberg position and her blood pressure quickly returned to baseline. The pump was switched out and the same tubing worked fine in the new device. The patient was then transferred to ICU. Upon arrival in ICU, the device was alarming for "flow". The ICU nurse noted that the nitroglycerine was flowing too fast. The patient reportedly had another transient drop in blood presure, but quickly recovered after the infusion was stopped. The tubing was switched out, and the new set was then used successfully with the second pump that was initiated in the ER. There were no adverse sequelae reported.